Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reset the connections to the flexvision pc, grabber card and graphic card. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed.